Event description:
On (B)(6) 2013, the reporter contacted animas, alleging elevated blood glucose (bg) for the past two to three weeks and during troubleshooting a history/settings (history/settings issue) issue was noted. The patient reported bgs between 200 and 300 mg/dl with no reported signs or symptoms of hyperglycemia. Troubleshooting indicated that the fill cannula was not recording properly in the history and it was unclear if the prime volumes were recording properly or not. The reported bg excursion does not meet animas criteria of a serious injury. This complaint is being reported because the reported history issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated no activity outside normal patient use. The last basal delivery was noted on (B)(4) 2013 in pump history. The black box and prime history revealed 3 ¿canula boluses¿ of 0.05 units that were performed on (B)(4) 2013. The prime history revealed that the screen displayed two digits and was therefore the reason why it displayed 0.0 units. The total daily dose appeared to be inaccurate on the reported event date due to the date being manually set. The pump successfully powered on to the ¿verify¿ screen. The pump was found to prime with no issues and successfully paired with the meter remote. The pump was exercised for 24 hours with no alarms noted. ¿normal¿, ¿ez-carb¿, ¿ez-bg¿, ¿combo¿, and ¿canula bolus¿ were successfully performed on the pump. The pump history accurately recorded all boluses in the correct time and order. The pump was opened and no moisture ingress was noted. No intermittent power issues were noted with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.